Event description:
Clinical review/rationale: an impella cp was being inserted via the femoral artery to support the 84 year old male patient with known coronary artery disease and admission for the protected percutaneous coronary intervention (pci). Underlying medical history was not shared beyond peripheral disease. To allow for the cp placement the team performed angioplasty at the iliacs. The patient had lithotripsy and bilateral iliac stents placed. The team placed the 14fr cook sheath (not the abiomed provided and approved sheath) to the femoral but, the cp was unable to be fully inserted and delivered to the left ventricle. The pump was unable to deliver through the ascending aorta due to severe tortuosity and calcification. The patient became hypotensive and the they removed the cp and observed a vessel perforation at the stent edge. The patient had a new endograft placed to remedy the perforation. The cp failed to deliver, though the patient survived without the pump. The severe arterial disease precluded the placement.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the delivery issue was related to patient condition per clinical details of severe tortuosity and calcification. Hypotension: the cause of the injury was not determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.